Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reey2939 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there are stylet issues. Additional information received 5/5/2021: it was reported on (B)(6) that the stylet was broken. The broken piece remains in the patient's axilla and has been determined to be irretrievable. It was stated that the PICC felt resistance when threading and that the insertion had to be aborted. The stylet wire was checked and it was noted that 1cm of the stylet tip was missing and was unable to be found in the sterile field. An x-ray was performed and the missing piece was found in the patient's hemithorax.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed, but the exact cause could not be determined. One 3cg stylet was returned for investigation. The stylet exhibited evidence of use and had been removed from the PICC. A complete break in the magnet tip was confirmed and the broken segment was not returned. Microscopic examination of the fracture region revealed kinking between the magnet joints and the break appeared to be located at the end of a magnet. No potential manufacture damage, defect, or deformity was seen on the sample. The polyimide tubing was confirmed to be within manufacture specification. The observed fracture features were indicative of catheter and/or stylet kinking and likely occurred during the insertion process. However, the exact circumstances providing for that type of event were ultimately unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that there are stylet issues. Additional information received 5/5/2021: it was reported on on (B)(6) that the stylet was broken. The broken piece remains in the patient's axilla and has been determined to be irretrievable. It was stated that the PICC felt resistance when threading and that the insertion had to be aborted. The stylet wire was checked and it was noted that 1cm of the stylet tip was missing and was unable to be found in the sterile field. An x-ray was performed and the missing piece was found in the patient's hemithorax.